Event description:
The following was reported by a sales representative: it is alleged that on (B)(6) 2012 the patient was implanted with a xenmatrix graft that was placed in a contaminated/infected area. The wound was left open. On (B)(6) 2012 the xenmatrix was noted to have disintegrated. The patient underwent surgery where a second xenmatrix was placed. The second xenmatrix was noted to have disintegrated on an unspecified date. Another companies biologic mesh was placed.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. The patient had a second xenmatrix graft implanted in a contaminated site. On an unspecified date, the second graft was reported to have disintegrated. A review of the manufacturing records including sterility was performed and there was no evidence of a manufacturing related cause for the reported event. No definitive conclusion can be made at this time. The problem experienced may be due to the placement of the device in a contaminated site. If additional information is obtained, a supplemental report will be submitted. See MDR 1213643-2013-00020 for information related to the first xenmatrix graft implanted on (B)(6) 2012.